Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were found for the reported lot. The sales rep reported that the doctor was not using an all in one guide. Conclusion: the plausible root cause is user error.

Event description:
It was reported that; the surgeon was putting the screws into the cage and before being fully seated the locking ring was coming off. He was not using an all in one guide. We were at c5-6 and c6-7.